Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31169984l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis. After the procedure, pericardial effusion was confirmed, and drainage was performed. Atrial septal puncture was performed by a radiofrequency (rf) needle. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. There was no error. The physician was not certain of when it occurred. No significant change in impedance was observed. The physician determined that the health issue was causally related to the product. The patient's condition was stable at the time of reporting and was scheduled to be discharged if there are no problems after checking his condition in the ward. Additonal information was received which indicated that the patient improved. The physician commented that he was not sure what caused the issue, but it probably happened when the catheter was maneuvered in the atrium.